Event description:
It was reported that a xience v 3.5 x 18 mm was intended to be implanted in a patient. When positioned at the lesion and upon starting inflation, the hub became separated from the shaft of the device. No resistance was reported. The stent was not implanted and it was then replaced with another device. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to hypotube separations include, but are not limited to, manufacturing, kinks in the hypotube, interaction with lesion/anatomy, resistance during advancement, and inadvertent handling. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. In this case, there were no kinks or bends noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported information. It is possible that the shaft was inadvertently kinked and further manipulation of the shaft would have contributed to the shaft ultimately separating; however, without the sds to examine, a conclusive cause could not be determined. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for hypotube separations for this lot. All products are 100% visually inspected for kinks during manufacturing. Additionally, a sampling of product is destructively tested to verify lumen integrity.